Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large needle driver instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable. Correction: h8. Was updated to initial use of device. Correction to section d: primary product batch/lot number was updated to k14240530 0153.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that 8mm large needle driver instrument was observed to have a frayed cable. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the issue with reported instrument was observed during central processing. The instrument was checked before the procedure with nothing out of ordinary to be observed. The customer did not see cables visibly protruding from distal end of instrument. Photographic image(s) and video recording of procedure were not available for isi review.